Event description:
User facility medwatch report received that states "medtronic received information that during a transcatheter aortic valve replacement procedure the physicians attempted a coronary protection (chimney). While attempting to place the safety wires into the right coronary artery (rca) and left coronary artery (lca), the physician noticed an occluded rca and a dissection at the right coronary ostium. The patient was converted to surgery. Per the physician, the manipulation with the guidewire was the likely cause of the occlusion and dissection. Subsequently, the patient died during surgery after the attempted coronary protection. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of occlusion and dissection are listed in the hi-torque guide wires instruction for use as a known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Medwatch report attached. B2: date of death date estimated to 7/8/2024. B3: date of event estimated to 7/8/2024. D4 - the UDI is not known as the part and lot number were not provided.